Event description:
Additional information received reported two chargers were used without success. Additional information received reported no malfunctions were seen with the device. It was reported the patient was unable to charge. It was noted that x-rays had performed to determine if device had flipped or not.

Event description:
Additional information received reported that x-rays confirmed the patient's implantable neurostimulator (ins) had flipped. It was reported the patient's health care provider (hcp) was able to "manually flip back" to correct position and the patient was able to charge their device. It was reported the patient is receiving effective stimulation and is charging without difficulty.

Event description:
It was reported the caller was having difficulty recharging the implant. It was reported they are currently getting zero coupling boxes however they are able to communicate. It was reported this was the first attempt at recharging the device. It was reported the patient does have a lot of swelling at the implantable pulse generator (ipg) site as well as bandages. It was reported an antenna locate yield 40 to 42 right over the implant. Information omitted pertaining to a different patient the manufacturer representative had seen who had a flipped battery and this information has been previously reported. These two events are not related. It was further reported since the initial difficulty recharging the patient has still not been able to recharge their device, approximately 5 weeks. It was reported the patient has never been able to get any coupling bars. It was noted the patient was sent a second recharger which did not resolve the issue. It was reported an antenna locate yield 40 to 42. It was noted the patient is thin and the implant is easily located and the antenna covers it. It was reported that post implant the patient had a hematoma at the pocket site and it was swollen. It was reported the implantable neurostimulator (ins) was not sutured down and the caller suspects a potential flip of the ins. It was reported the ins was ¿empty¿ at the time of report. It was reported x-rays had been recommended and they may do a surgical revision to un-flip the device if needed.

Manufacturer narrative:
Concomitant: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. Product ID 3708340, serial# (B)(4), implanted: 2014-(B)(6), product type extension. Product ID 3708320, serial# (B)(4), implanted: 2014-(B)(6), product type extension. Product ID 3487a-33, lot# va04wrx, implanted: 2014-(B)(6), product type lead, product ID 3888-33, lot# va02f2t, implanted: 2014-(B)(6), product type lead. (B)(4).